Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Verified item lot combination and reviewed manufacturing date as returned item # 42527000303 lot # 62075277 exhibits signs of repeated use and has the fractured off the lateral side of the post all pieces were returned. Reference attached photographs. The device history records for item # 42527000303, lot # 62075277 and receiving inspection reports for item # 42527050303 lot # 80511095, were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified.. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during transportation. Attempts to obtain additional information have been made; however, no more is available at this time.